Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door failed and could not be accessed properly. The user rebooted the station and attempted a storage recovery; however, the issue persisted and the refrigerator door remained nonfunctional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door would not open due to medication jam. A field service engineer used keys to recover the door and tested functionality. The system functioned as intended after the field service engineer repaired the device.